Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was below 600 mg/dl. Customer reported that he went to the hospital 4 weeks ago and lost 20lbs because of heart problems, he drops during the night and his weight and what he eats are not the same. Customer declined troubleshoot for high blood glucose. The pump will not be returned for analysis.